Manufacturer narrative:
(B)(4). Two manta units were returned for investigation. The 14f unit was associated to this complaint. Blood particulates were noted on the manta. The manta was locked into the sheath with the lever engaged. Components (collagen, lock and anchor) were observed to be pushed out of the lumen with the suture thread cut. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an evar procedure, a 14f manta was deployed for closure in the left common femoral artery. Micro puncture and ultrasound were utilized to gain a central positioned access. Arteriotomy was greater than 7.5mm, no calcification or tortuosity, with a depth measurement of 4.0cm. No issues were encountered advancing or withdrawing the procedural sheaths. Prior to closure heparin and protamine were administered, activated clotting time was not measured. The manta device was deployed to the measured depth and hemostasis was less than five minutes. Although, a post closure ultrasound confirmed the manta device had been deployed outside the artery, and in the tissue tract. The physician chose to perform a surgical cut down and explant the manta device. Multiple causes for tract deployment have been established; however, the exact cause for this tract deployment is inconclusive due to insufficient information regarding initial and deployment procedures, patient conditions and environment, and no angiograms submitted for this investigation. The IFU lists the following potential adverse events related to the deployment of vascular closure devices include other access site complications leading to bleeding, hematoma, pseudo aneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention.

Event description:
It was reported that: "manta deployed in the artery. Patient received a surgical cut down." Additional information on 10jan2023: during an evar procedure on the 10jan2023 single central access was gained utilizing micro puncture and ultrasound, in the left common femoral artery. Vessel size was 7.5mm with no reported calcification or tortuosity. Measured depth for the manta was 4cm and there were no issues advancing or withdrawing procedural sheaths. Blood pressure was 131/71 prior to closure. 9000units of heparin and 40mg of protamine were administered intravenously during the procedure and time to hemostasis was immediate. An ultrasound post closure identified the manta was deployed outside of the artery in the tissue tract and a surgical cutdown and explanation of the manta device was performed. The patient was reported as fine post procedure. The same patient also had an 18f manta deployed outside the artery of the right cfa (related to another MDR) that also resulted in a surgical cut down with the manta device explanted.

Manufacturer narrative:
(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: "manta deployed in the artery. Patient received a surgical cut down." Additional information on 10jan2023: during an evar procedure on the (B)(6) 2023 single central access was gained utilizing micro puncture and ultrasound, in the left common femoral artery. Vessel size was 7.5mm with no reported calcification or tortuosity. Measured depth for the manta was 4cm and there were no issues advancing or withdrawing procedural sheaths. Blood pressure was 131/71 prior to closure. 9000 units of heparin and 40mg of protamine were administered intravenously during the procedure and time to hemostasis was immediate. An ultrasound post closure identified the manta was deployed outside of the artery in the tissue tract and a surgical cutdown and explanation of the manta device was performed. The patient was reported as fine post procedure. The same patient also had an 18f manta deployed outside the artery of the right cfa (related to another MDR) that also resulted in a surgical cut down with the manta device explanted.